Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective sample probe. The fse replaced the sample probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of false low patient results for multiple analytes on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer indicated eight (8) patient samples were affected. The customer provided examples of the false low results.